Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found that the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device emitted continuous beeping upon being powered on. There was no patient involvement. Evaluation of the returned device identified a detached downstream occlusion seal.